Event description:
It was reported that the customer has been experiencing high blood glucose levels. The customer's blood glucose level at the time of the report was 598 mg/dl. The customer was advised to change the entire infusion set, reservoir, and insulin. The customer also reported issues with his screen. When he was changing the insulin pump, the insulin pump's display blanked out for about five seconds. The customer has not seen that since the time of the event. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).